Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 22aug2017. No further follow-up is planned. Evaluation summary: a consumer reported, on the behalf of a male patient, the patient's humapen luxura hd device broke. Sometimes the device would release insulin, and sometimes it would not. The patient experienced increased blood glucose. The device was not returned for investigation (batch 1106g01, manufactured june 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to dose accuracy. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complain (pc), concerned a one and a (B)(6) asian male patient. Medical history and concomitant medications were not reported. The patient received insulin lispro (rdna origin) (humalog) via cartridge using a reusable pen (humapen luxura half-dose),from one to one and a half units in the morning, one unit in the noon and half unit in the evening, subcutaneously, for the treatment of diabetes mellitus, beginning in (B)(6) 2017. At the end of (B)(6) 2017 (conflicting information of (B)(6) 2016) his pen broke (pc: (B)(4) /lot number:1106g01 ) and he did not inject insulin lispro dose. As a result his postprandial blood glucose was high, 20 (no units provided) and was hospitalized at unknown date. Information regarding corrective treatment, further hospitalization details and outcome of the events was unknown. Insulin lispro treatment was continued. The operator of the device and his treatment status was unknown. The device model duration of use and the suspect device duration of use was approximately four months. The suspect device, which was manufactured in jun2011, was not returned to the manufacturer. The reporting consumer did not know if the events were related to insulin lispro treatment and related the dose omission to the humapen luxura half-dose. Edit 08aug2017. Case was opened to enter medwatch fields for device reporting. At this time the product complaint number was added and the narrative updated accordingly. Update 22aug2017: additional information received on 22aug2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch /european and (B)(6) (EU/(B)(6)) device information, malfunction reiterated as unknown and device return status to not returned to manufacturer. Added date of manufacturer for the pc 4063063 associated with the humapen luxura half-dose device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complain (pc), concerned a (B)(6) male patient. Medical history and concomitant medications were not reported. The patient received insulin lispro (rdna origin) (humalog) via cartridge using a reusable pen (humapen luxura half-dose),from one to one and a half units in the morning, one unit in the noon and half unit in the evening, subcutaneously, for the treatment of diabetes mellitus, beginning in (B)(6) 2017. At the end of (B)(6) 2017 (conflicting information of jun-2016) his pen broke ((B)(4)/lot number:1106g01) and he did not inject insulin lispro dose. As a result his postprandial blood glucose was high, 20 (no units provided) and was hospitalized at unknown date. Information regarding corrective treatment, further hospitalization details and outcome of the events was unknown. Insulin lispro treatment was continued. The operator of the device and his / her treatment status was unknown. The device model duration of use and the suspect device duration of use was five months. The action taken was not reported; however its return was not expected. The reporting consumer did not know if the events were related to insulin lispro treatment and related the dose omission to the humapen luxura half-dose. Edit 08aug2017. Case was opened to enter medwatch fields for device reporting. At this time the product complaint number was added and the narrative updated accordingly.